Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink continu-flo solution set disconnected below the attached hub/end piece of the IV (intravenous) tubing. It was further reported that the port-a-cath was clamped, the IV pump was stopped and IV line was clamped. This was identified during ivig infusion use. There was no report of patient injury. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 08, 2018 - july 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.